Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that high impedances of greater than 40,000 ohms were seen with only one contact pair offering the patient therapy. The hcp was also concerned that the extension was not fully seated into the implantable neurostimulator (ins) header block as the patient experienced a loss of efficacy. It was also noted that patient did not experience any tingling sensation. The hcp stated that it looked like only one of the four electrodes were going into the ins. It was unknown if there was any trauma or falls related to the issue or if the loss of efficacy was sudden or gradual. The patient was reprogrammed to the only electrode without impedance issues to recover the therapeutic benefit. It was later reported that the rep when and looked at his notes during the initial implant and confirmed that impedances were normal following the device's initial implantation. The following reporting discrepancies were noted: rep reported the loss of efficacy was on the right side while the hcp reported the loss of efficacy was on the left side; the rep stated the left extension was not fully seated in the ins while the hcp stated it was the right extension and ins. It is unknown when the reported issues began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.